Event description:
It is reported that the device was implanted in 2008 and was revised approx four months later, due to two screws breaking inside the bone.

Manufacturer narrative:
Evaluation summary: no product or x-rays were returned for evaluation. Also, patient weight, height, and activity level was not provided. Based on the available info a definitive cause can not be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened, zimmer, inc. Considers the investigation closed.